Event description:
It was reported that the customer had a sensor issues on the insulin pump. The customer's blood glucose level was 220 mg/dl. The customer stated that the entire canula is gone and not sure if the cannula is in the body. The customer stated that he was able to full the needle out. It was explained to the customer about lost sensor and did not troubleshoot further as cannula is not on sensor upon removal. The patient was sent a return material overnight and created a campus ship for overnigth return. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.